Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm and had screen damage. No reported adverse effects.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The pump was prior to it being aware there was a complaint against the pump, however the repair notes indicate the customer's problem was verified and repaired. Service found that the downstream occlusion sensor was faulty. Also due to damage replaced the front and rear housing. The lcd and screen were replaced with the housings.